Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive four times for an unexpected contamination. Sampling on 20sep2023 (local time) tested positive for >100 colony forming units (cfus)/100ml of klebsiella pneumoniae and pseudomonas aeruginosa. Sampling on 27sep2023 tested positive for 60cfu/endoscope of pseudomonas aeruginosa. Sampling on 10oct2023 tested positive for basic flora colonies as follows: suction channel 13 cfu/100ml, biopsy channel 6 cfu/100ml, water channel 2 cfu/100ml, air channel 6 cfu/100ml, and auxiliary channel 43 cfu/100ml. The sampling of all channels on 07nov2023 tested positive for 100 cfu/100ml of enterobacter cloacae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing detected <1 colony forming units (cfus) of microbial growth. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following non-reportable malfunctions: the light guide lens was cracked, switch 1 had a pin hole, the universal cord had buckles, and angulation was insufficient. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.